Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residual at both sides of auxiliary water flow. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported whole tip of the scope is filled up. The black covering, like the plastic, is filled involving an olympus gastrointestinal videoscope. There was no patient injury reported.